Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. However, the device passed the basic occlusion and displacement tests. All operating currents tested within specification with no unexpected battery out limit alarm or time/date reset noted. Cracks to the case, reservoir tube lip, battery tube threads, a scratched display window and missing end cap sticker also noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room with high blood glucose of 489mg/dl. The customer experienced abdominal cramping, headaches, and vomiting. Troubleshooting was performed, and no damage to the drive support cap noted. The time and date were incorrect. Assisted the mother with correcting them. The basal rates and bolus wizard settings were correct. Reviewed the bolus history and found several no delivery alarms. No further information was provided.